Event description:
Rptr writes, "I am writing to let you know that this hearing aid MFR has continued to advertise that they can restore hearing. Hearing aids cannot restore natural hearing. If this is not false advertising, then other mfrs should be allowed to make this claim. This deception continues and deserves immediate attention."